Event description:
A malfunction on the pump was reported by the caller with no notable events occurring prior to the issue. There was no reported adverse impact on the customer's blood glucose level. The customer received instructions from technical support on resetting the pump and successfully reset it with no recurring malfunction codes. They were advised to continue using the pump and to call back if the malfunction code recurs, which the caller understood.